Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that upon inspection of the received product (august-no other information provided), the affiliate distributor identified a particle inside the packaging of a neff percutaneous access set.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Corrected information: age or date of birth, sex, weight. Investigation: evaluation: a review of the complaint history, device history record, quality control, as well as a visual inspection of the returned device was conducted during the investigation. A visual inspection of the returned device confirmed the presence of two black flakes of unknown material loose within the sealed package. This confirms that the device was not manufactured to specifications. Additionally, a document based investigation evaluation was performed. There are adequate controls in place to ensure the device is manufactured to specifications. A review of the device history record found no relevant nonconformances for this lot. It should be noted that there were no other complaints reported for this lot number. There is no evidence to suggest additional nonconforming devices in house or in the field. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause is manufacturing related. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.